Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a sticky "back" button and black marks on the display of her one touch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 6 pm. She stated that she manages her diabetes with novolog insulin (pump therapy) and due to the alleged issue at 5 or 6 pm; she skipped her usual dose of medication. The patient informed the cca that her last insulin treatment had been administered earlier in the day at 1 pm, 2.5u based on her lunch meal. She claimed at 5:30 pm, before the alleged issue started, she reported "body hurts, brain hurts, dizzy, dry, sluggish and hysterical." There was no information of any form of medical intervention provided in response to her symptoms. There was no other device available at the time of the concern. During the initial call with customer service, the agent noted that there was information of misuse of the device. The subject meter had been left "outside", which contributed to both issues experienced. Replacement products were sent to the patient. This complaint was ruled out based on information gathered during the customer service as a reportable event due to the following conclusion(s): there was no indication that the subject meter caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. Therefore, the meter did not contribute to the patient's symptoms and the symptoms did not correlate with lfs' definition suggestive of severe hypoglycemia or hyperglycemia, nor received medical intervention for acute complications of diabetes. In addition, there was no evidence that the product malfunctioned based on customer service troubleshooting. Lifescan received the meter involved with this complaint and completed device evaluations on (B)(4) 2011. Investigation found that the lcd of the meter was broken and had a black mark, which was not reported during the initial customer service call. This complaint is now being reported because of the failed device evaluation results.

Manufacturer narrative:
The 510(k) # is k082590.